Event description:
It was reported that the surgical tech for stryker noticed extra thickness of poly implant. Box and sticker showed 5530-p-409 insert, actual product was 5530-p-513 insert. Operating room staff opened 2nd insert to finish surgery.